Event description:
The implantable neurostimulator (ins) lasted approximately 6 months. The patient was running it at 10.5v. The ins was replaced. Additional information has been requested, a follow-up report will be sent if additional information becomes available.